Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint was not able to be confirmed. Upon return, the iab bladder passed functional testing. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to closely monitor. Other remarks: more information received: the pump alarmed "high pressure". The md removed the intra-aortic balloon (iab) through the sheath. A second iab was inserted via the same insertion site/sheath. There was no reported patient death, injury or complications. The patient outcome is good.

Event description:
It was reported that in the cath lab the intra-aortic balloon (iab) was prepped for insertion using the instruction for use. The iab was removed from the tray and inserted into the patient using a teflon sheath. After a successful placement of the iab the intra-aortic balloon pump (iabp) therapy began , using the iap-0500j s/n (B)(4). The staff found that the balloon would not inflate completely. As a result, the iab was removed and replaced with another iab. There was no reported patient death, injury or complications. It is unknown if there was a delay or interruption in iabp therapy. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the cath lab the intra-aortic balloon (iab) was prepped for insertion using the instruction for use. The iab was removed from the tray and inserted into the patient using a teflon sheath. After a successful placement of the iab the intra-aortic balloon pump (iabp) therapy began , using the iap-0500j, s/n (B)(4). The staff found that the balloon would not inflate completely. As a result, the iab was removed and replaced with another iab. There was no reported patient death, injury or complications. It is unknown if there was a delay or interruption in iabp therapy. The patient outcome is unknown.